Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, belt clip slot and minor scratches on display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl the customer stated that she was in the process of giving a bolus, when received button error. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.